Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Reprogramming was done to alleviate the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbb1d4, bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076-45, implantable p acing lead, (B)(6) 2013; 429688, implantable pacing lead, (B)(6) 2013. (B)(4).